Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the coronary artery. A 10/2.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that the balloon ruptured. The device was completely removed from the patient¿s body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified saline solution present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified solution before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device. The unit was subjected to positive pressure and liquid was observed to be leaking from a balloon longitudinal tear starting 0.5mm proximal of the distal marker band and extending proximally 4.5mm. A visual and microscopic examination observed no damage to the tip, blades, or marker bands. All blades were present and fully bonded to the balloon surface. The hypotube was slightly kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the coronary artery. A 10/2.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that the balloon ruptured. The device was completely removed from the patient¿s body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.